Manufacturer narrative:
Meter was not returned for evaluation. Test strips were returned for evaluation. No defect was detected. Most likely underlying root cause: mlc-18: user has high glucose value. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated condition improved.

Event description:
Consumer reported complaint for hi and high blood glucose test results. The customer is concerned with test results from non-fasting blood glucose test results obtained of 308, 534, 548, 540 and 409 mg/dl. The customer obtained hi non-fasting during a blood test that was performed during the call using the meter. The customer did not know their expected blood glucose test result range. At the time of the call, the customer reported having symptoms of frequent urination and increased thirst. Customer stated he was going to seek medical attention. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/14/2020 and open vial date is 09/23/2019. Customer was not using correct testing techniques, stating that he has double dipped strip in blood, has pressed the test strip against finger while testing and may have pulled test strip away from sample before beep. Customer is also using alcohol on fingers when testing. The meter memory was reviewed for previous test result history: (B)(6). At call back on 07-oct-2019, the customer's condition had improved and he did not currently have any diabetic symptoms. Customer stated that on (B)(6) 2019 he had gone to his doctor's office. Customer's blood glucose lab test result was around 280 ¿ 300 mg/dl non-fasting and he had been diagnosed with hyperglycemia. Customer was not given any medication, but his dosage of trajenta was increased to 40 units twice daily. No additional blood tests were reported being performed using the meter. At call back on 17-oct-2019, customer stated going to the hospital on (B)(6) 2019 due to meter reading hi and having symptoms of tiredness and frequent urination. At the hospital he was diagnose with hyperglycemia, afib, and hypertension. Customer was discharged on (B)(6) 2019.